Event description:
Caller reported that the pump battery would not charge and that the pump screen was dark and wouldn't turn on. There was no reported adverse impact to the customer's blood glucose level. Technical support instructed the customer through troubleshooting steps, including trying a different wall adapter, which resolved the issue by allowing the pump to begin charging. No further assistance was required.